Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased sensing amplitude since implant with increased/high pace thresholds of 7.5 v at 2 ms with intermittent loss of capture (loc). The physician suspected the lead to be dislodged. The patient was reported to not be pacemaker dependent and there were no observed instances of asystole. The physician elected to schedule the patient for a lead revision in coming months. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.